Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Sales rep reported revision surgery. Upon revision, the cup was easily removed and had little bony ingrowth. Update rec'd (B)(6) 2014 - litigation papers received. Litigation alleges pain, discomfort, weakness, and elevated metal ions. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - medical records received. Patient revised to address acetabular loosening. Upon revision, cloudy fluid, corrosion at the trunnion site with the trunnion in good condition were noted. Implant records indicate a femoral fracture during broaching. The sleeve and stem are being added to the complaint. This complaint was updated on: (B)(6) 2014.